Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with a cracked rear case assembly. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be physical damage to the rear case assembly. To correct the condition, the rear case assembly was replaced. If any additional information is received, a follow-up MDR will be sent.